Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: the ¿freestyle 14 day gave highly elevated sensor glucose readings for hours resulting in insulin overdose. While finger sticks are showing readings between 130 and 199, the sensor is still saying 250 to 350 repeatedly. When I called company today, they said it is common in the first 24 hours for readings on the sensor to be wrong while the sensor calibrates to the individual person, but it is los past 24 hours and still occurring.¿ there was no report of any third-party medical intervention and no further details were provided. Based on the information provided, there was no report of serious injury associated with this event.